Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and the instrument housing was removed and found an instrument bearing dislodged from its expected location. The pitch bearing appears to be dislodged from its normal position. As a result of the dislodged bearing the jaws could not open properly. Additionally, the instrument was found to have a dislodged retaining ring. The retaining ring was found dislodged from its normal position and stuck onto the magnet inside of the housing. There are no signs of potential fragments. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the vessel sealer extend (vse) instrument was used for a surgical task and would not open when the surgeon attempted to use it. The customer completed the procedure with no known impact or patient consequence reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer instrument involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.